Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date; (B)(6) 2010, inratio meter: 4.5, coagucheck: 2.2, lab: 2.3. Finger-stick on different fingers for the meters and a venous draw for the lab within one hour of finger-sticks. Pt is a long term stable coumadin pt.